Manufacturer narrative:
The part was visually inspected and the peeled coating was confirmed. The inspection also found that there were some scratches on the device. Because of this, the investigation concluded that the peeling was likely caused by contact with bone or a sharp instrument.

Event description:
Occurred during endoscopic sinus surgery during demonstration of diego elite. Using bb 4000 ss, diego elite 's expendable item, during opening of the paranasal sinuses and stopping the hemostasis, the doctor noticed that the white coating at the tip of the bb 4000 ss was peeling off. Because the bipolar hemostatic ability has decreased, exchange with a new article and the procedure is completed without problems. Failure is thought to be caused by contact with bony tissue at the beginning of paranasal surgery. It is assumed that the peeled film fell into the paranasal sinuses of the patient, but it could not be found. In the operative field, water supply and suction are always carried out, and it seems to have been sucked. No health damage.